Event description:
Patient reported an issue with her pump. She experienced problems with the buttons and the battery, which took longer to charge and depleted faster than normal. There was no adverse impact on the customer's blood glucose level. She declined further troubleshooting, and no additional actions were taken by the customer or technical support. No further information on the event date was provided, and no further action was required.